Manufacturer narrative:
Investigation did not confirm missing segments. It was found that there was damage both front and rear case.

Event description:
It was reported to covidien that the unit has missing segments. No pt harm reported.